Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the patient was on impella cp support due to percutaneous coronary intervention. During support, the flow steadily decreased from p9 to p5 due to suction alarms. Concern for pulseless electrical activity, the patient received 15 sec chest compressions. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Product was not returned for review. Data logs were reviewed, suction alarms and low flow seen. No motor current spike was seen, and no evident positioning alarms observed. The cause of the low pump flow issue was not determined since product was not returned. Based on clinical description, the root cause of positioning issue was most likely use related as the issue was resolved after repositioning of the pump.